Event description:
It was reported that the patient was hearing the patient alert tones. During the interrogation, the impedances for the 4968 lead were measuring greater than 2500 ohms. All the impedances in the lead trends are within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.